Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat a gallbladder stone during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) performed on (B)(6) 2025. During the procedure, the axios stent flange on the gallbladder did not open. The stent was removed as there is a possibility of migration into the gastrointestinal tract side, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: investigation results: based on the available information, boston scientific was able to confirm the reported event of stent first flange failure to expand. The device was returned for analysis partially deployed. Stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. A kink in distal end of braided polyimide was observed. No further handle or sheath damages were noted. When fully deployed, the proximal flange and saddle were slow to expand. The stent was able to fully expand to its designed shape once placed in a warm water bath. The investigation concluded that there is not enough evidence to establish the cause of the observed problem of stent slow expansion as the stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slower expansion occurs mainly in larger stents due to greater compression during loading. While all sizes can be affected, higher compression in larger diameters temporarily reduces opening dimensions, leading to slower initial expansion until the stent reaches its intended shape. The observed event of inner sheath kinked is most likely due to procedural factors such as excessive force and/or manipulation of the sheath. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent was partially deployed and it was noted that the stent was attempted to be deployed as the handle was in the second position and the distal flange fully expanded. A kink in distal end of braided polyimide was observed. Functional inspection was performed by attempting to deploy the stent, and no resistance was encountered when retracting the slider. After the stent was fully deployed, it was noted that the proximal flange and saddle were slow to expand. With time, the stent partially expanded. No stent braid twists and folds were noted, and the stent was able to fully expand to its designed shape once placed in a warm water bath. Media inspection of xray photos observed the proximal of the stent near the ro marker. Indicating the stent was shifted proximal to the sheath. No other problems were noted with the stent and delivery system. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the event of stent first flange failure to expand was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat a gallbladder stone during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) performed on (B)(6) 2025. During the procedure, the axios stent flange on the gallbladder did not open. The stent was removed as there is a possibility of migration into the gastrointestinal tract side, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.